Manufacturer narrative:
An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation that could potentially result in accessible metal parts presenting a hazard for electrical shock. Testing was performed on a rep sample and has indicated that the design of the power cord meets the specs and the applicable standards for power cords (ul 817 and iec60320-1).

Event description:
The unit was returned for eval due to the allegation that the device was smoking an omitting an odor in the middle of the night. The unit was in use by the pt at the time of the incident. There was no pt harm. Upon repair eval, it was discovered that there was an exposed prong still attached to the power cord that could potentially lead to electric shock.